Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the end of the side car rx was slightly torn and pushed back. Dimensional inspection confirmed that the exposed metal was out of specifications. One laboratory guidewire was inserted through the sidecar to expose the issues along the extrusion. The reported event was confirmed. Based on all available information, the side car rx torn may be related to user manipulation and/or some technique applied during procedure while inserting/withdrawing the guidewire that ended tearing the side car rx. It is also possible that due to user manipulation and/or the technique applied during the procedure affected the side car pushing it back. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid basket was to be used in the common bile duct during a endoscopic papillary incision with biliary lithotripsy procedure performed on (B)(6) 2022. During the procedure, the side car-rx (guidewire channel) was torn. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This complaint has been deemed a reportable event based on the investigation finding of side car-rx pushback.